Event description:
It was reported that the target lesion was located in the right coronary artery (rca). During advancement of the 3.5 x 38 mm xience xpedition device, after the stent had exited the non-abbott guiding catheter, resistance was encountered with the anatomy and the device was attempted to be retracted. However, it could not be pulled back into the guiding catheter. The device was retracted as a unit with the guiding catheter, however, the devices could not be retracted through the non-abbott introducer sheath, and the stent subsequently dislodged. The stent implant was retrieved from the femoral artery via surgery. The final patient outcome is reported to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: 6f launcher; sheath: 6f terumo introducer sheath; guide wire: cordis marker. Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.